Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient via a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that the patient¿s ins was tilted in the pocket and the adaptive stimulation orientation was incorrect. It was unknown if there were any factors that contributed to the issue. The patient reported that the ins had been tilted in the pocket for almost a year. They stated that they had noticed that the adaptive stimulation orientation was incorrect when they changed/checked positions on their programmer so they had turned their as feature off. It was reported that it read that they were reclining or standing when they were actually laying flat and that when they were standing it read that they were in other positions as well. It was stated that the patient was currently transitioning/being referred to a new pain management office and had not been to the doctor yet due to covid19. The patient was not being scheduled for an in office visit at this time. A manufacturer representative (rep) would be at their next appointment with the doctor. The patient turned their as off at this time and just adjusted intensity as needed. The issue was not resolved at this time. No surgical intervention occurred or was planned at this time. The event date was asked but was unknown. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that the patient met with their doctor and the implant was very mobile which was messing with the adaptive stimulation. Impedances were checked and were all within limits. The doctor was going to do surgery to attach the implant down, but the date had yet to be determined.